Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level varied between 200 and 510 mg/dl. The customer's blood glucose level at the time of call was 386 mg/dl. The customer treaded with a manual injection. The customer declined to troubleshoot. The customer was advised to change the entire set, reservoir, and insulin and treat per their health care provider's instructions. A tubing clamp was shipped to the customer. The insulin pump was not replaced or returned.